Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips came off easily and scissored. Another device used to complete the surgery. No pt consequences.